Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Visual evaluation of the returned device found the flare detached along with evidence of both use and the flaring process. The handle cannula, key and the dongle shaft were in good condition. Further examination found the device had shavings inside the catheter near to the dongle housing in the crimping section, and the cannula located close to the dongle housing was bent. Functional testing could not be performed due to the flare detachment. The investigation found that the device flare detached; this condition does not allow the device to be actuated. The most probable root cause classification for this event is manufacturing.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during an endoscopic mucosal resection (emr) procedure. According to the complainant, during the procedure, when the handle was actuated, the snare loop failed to extend from the sheath. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: flare detached. Please see full investigation details.